Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 23cm glidepath d/l catheter was returned for evaluation. Gross visual, microscopic and functional evaluations were performed. Upon functional testing, both lumens were patent to infusion and aspiration with no issue and no leaks were noted throughout both tests. Therefore, the investigation is unconfirmed for the reported material puncture issue as no evidence of the puncture was noted in the returned sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 05/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the device allegedly had pinholes which resulted in air embolism. It was further reported that the catheter was removed. The patient is reported to be stable.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the device allegedly had pinholes which resulted in air embolism. It was further reported that the catheter was removed. The patient is reported to be stable.